Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2017. It was reported that removal surgery was performed to explant the implants due to the infection (the date of removal was unknown). No further information was provided by the hospital. Doi: (B)(6) 2017; dor: unknown; unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.